Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to the emergency room on (B)(6) 2018 for a low blood glucose of 63 mg/dl to 64 mg/dl. The customer was vomiting during the incident. The patient treated with food and almond butter and was taken to the hospital. The customer's blood glucose was 90 mg/dl upon their arrival to the hospital. The customer had been using the insulin pump system within 48 hours of the reported hypoglycemic incident. Troubleshooting was initiated on the insulin pump. The customer noted that during their last infusion set change insulin continued to drip from the end of their set before connecting at their site. The customer also mentioned that they will consult their health care professional for a possible adjustment to their basal settings. The insulin pump will not be returned for analysis.